Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving an inappropriate shock. Upon review of the episode, it was noted that there was t-wave oversensing (twos) on the right ventricular (rv) lead during the episode. Potential ventricular undersensing was also possible. The rv lead remains in use. No further patient complications have been reported as a result of this event.